Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. To resolve the issue, fse replaced the flexvision pc, hdd and returned flexvision pc to philips for further analysis. The analysis confirmed the malfunction of the flexvision pc due to failing frame grabbers. Following the replacement of flexvision pc, hdd and installation of software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that flex vision pc would not bootup. No user or patient harm has been reported. A field service engineer (fse) inspected onsite and replaced the flexvision-pc and hard drive. Which returned the system to use in a good working condition.